Event description:
A doctor called to report that the customer was hospitalized for dka. The customer was on insulin drip at the time of call. The doctor believed that there is an issue with the pump or the infusion set. It was indicated that the customer runs only a manual prime, not the pump, or fixed prime. Also the customer often had bent cannulas. Troubleshooting was performed. The pump passed the testing and the insulin exited.